Event description:
The complainant stated the brake is not holding at the head end of the bed.

Manufacturer narrative:
The tech investigated and found the incorrect caster bolts were installed, allowing the brake to not hold. The tech replaced the caster bolts to repair the bed.